Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's programmer is unable to communicate with her scs ipg. The pt is experiencing overstimulation and is unable to decrease the amplitude of stimulation. A sjm representative determined there is a problem with the pt's scs ipg. Follow-up identified the pt is no longer receiving stimulation and is now unable to charge her scs ipg. Surgical intervention will be taken at a later date to address the issues.